Manufacturer narrative:
(B)(4). It was reported that mild calcification was visible in the left common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement with three proglide devices was attempted in the mildly calcified and mildly tortuous left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Suture placement with two proglide devices were successfully placed in the right common femoral (rcfa) artery. Reportedly, cuff misses occurred with the three proglide devices in the lcfa. The sutures of two additional proglide devices were successfully placed in the lcfa using the preclose technique. The arteriotomy was a 6f. The sheath was upsized in the lcfa for the aaa procedure; however, the exact size sheath used was not provided. The aaa procedure was completed and hemostasis was achieved using the pre-placed proglide sutures in both the lcfa and rcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.